Event description:
The territory manager (tm) of a male pt contacted lifecor customer support to report the one the pt's battery packs would not power up the monitor. She stated that when the battery pack was placed on the battery charger, the "battery pack fault" led illuminated. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but is probably random component failure. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.